Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type programmer, patient. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient stated last night they got a message stating ¿cannot recharge anymore call the manufacturer¿ when they were trying to charge the implant. It was reported the percentage of the controller battery showed low red and had a triangle recharger 50 percent. Patient services advised the patient to charge their controller until at least 50 percent and then check back in 30 minutes to try and troubleshoot more. No symptoms were reported. The event occurred on (B)(6) 2018. The patient indicated they were going to call in 30 minutes to try attempting a charge session. The patient called back later the same day to start a charge session in referencing to their recharging problem. The patient reported they charged their controller up to 80 percent and they were able to start a charge session with excellent coupling. It was reviewed that the controller may have just been too low to charge the implant prior to this. During the call the patient also mentioned that the controller changed from group a to group b for some reason. Patient service asked and the patient didn¿t know if they accidently changed this on their own or not. Patient services recommended calling back if it happened again. The patient also mentioned their device had been a life saver, because they cut their percocet down, but added that they had to take some more percocet this week because their pain returned from the ¿belt being down¿. It was clarified that the patient was referring to their issue of not being able to charge their implant. Patient service recommended continuing to charge as much as they could and turn stimulation back on. Patient services recommended discussing symptoms with their healthcare provider. It was reported that the controller changed groups on (B)(6) 2018 and the patient had a return of pain on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 97745 lot# serial# (B)(4) product type programmer, patient product ID 97755 lot# serial# (B)(4) product type recharger .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient was sent a new "wand" (recharger) and this fixed the problem so the "unit works fine". No new symptoms were reported. No further complications were anticipated/reported.